Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally it was reported that the customer received a power source alert after plugging the pump into wall adapter. Customer¿s blood glucose value was 128 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source and the customer was instructed to reset the pump to resolve the issue.